Event description:
During a procedure in which the pt received treatment with level 1's convective warmer, model sw-3000, the user placed the hose between the pt's legs without a blanket attached and this resulted in the pt receiving 3rd degree burns and was referred to a burn center for treatment.